Manufacturer narrative:
Investigation summary: the event unit was returned to applied medical for evaluation. Engineering attempted to replicate the complainant's experience, but was unable to and the unit function as intended. The likely root cause of complainant's experience is due to the scope, while twisting and turning, catching on the rubber components inside the obturator. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products. This report is being filed as a result of a re-review of applied medical complaints received between june 1, 2014 and may 31, 2016. This retrospective review was associated with a quality management system (qms) compliance action plan developed and presented to FDA to address an april 10, 2015 warning letter. Applied medical has revised its MDR reporting criteria to be more conservative and has improved complaint handling and MDR reporting processes. The reviews ensured that recent reportable events were appropriately identified and reported to the designated regulatory authority(ies). This report, which represents the initial and final reports combined, is being submitted based on the findings of that retrospective review.

Event description:
Procedure performed unknown - "5 mm trocar would allow scope to pass through 5 mm obturator." Patient status: "no harm to patient."